Manufacturer narrative:
Evaluation result: brake ring weldment.

Event description:
It was reported by service report that the head end brakes are not holding. No patient involvement or adverse consequences are reported.